Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with air in line calibration being out of range. According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: during product evaluation, air in line printed circuit board (ail pcb) values out of specification was observed. The failure code 810:04 on channel a, found in the event history manifested the ail pcb out of specification. The ail pcb was replaced and the device was tested.